Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf 170 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif/cf 170 series chapter 5 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the adhesive on the bending section cover was chipped; there were scratches on the connecting tube, video connector case, video connector, video cable, light guide connector, the protector of universal cord on suction connector (s-connector) side, the protector of universal cord on control section side, universal cord, image guide connector, grip, scope cover (s-cover), switch box, forceps elevator lever and knob, upward/downward knob, right/left knob, and control unit; the suction cylinder (s-cylinder), control unit, and connecting tube had discoloration; the air/water cylinder (aw-cylinder) and the upward/downward knob had corrosion; the connecting tube was dented and wrinkled; the protector of the video cable section had a cut. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed the air/water nozzle with detergent solution. Wiped/brushed the air/water nozzle with clean lint ¿free cloths, brushes, or sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had angulation malfunction. During evaluation, the following reportable issue found that there were foreign objects inside the nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.